Manufacturer narrative:
The user facility submitted medwatch mw5109388 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had baxter IV pump infusing amiodarone 900mg/500ml and noticed that bag continued to have same volume and appears to not have been infusing anything during therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.